Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back that shoots down my leg') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of procedural pain ("procedure itself was extremely painful / have severe pain"). In (B)(6) 2012, the patient experienced the second episode of procedural pain ("test was also very painful"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("so much pain from cramping"), fatigue ("chronic fatigue"), weight loss poor ("can't seem to loose the weight no matter what I do"), flatulence ("painful bloating"), arthralgia ("joints in my legs hurt") and headache ("headaches almost daily") and was found to have weight increased ("gained over 50 pounds"). The patient was treated with surgery (hysterectomy in (B)(6)). Essure was removed. At the time of the report, the back pain, weight increased, the last episode of procedural pain, abdominal pain, fatigue, weight loss poor, flatulence, arthralgia and headache outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, flatulence, headache, weight increased, weight loss poor, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become potential legal and upgraded to serious incident, reporter and surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.